Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user facility¿s location and area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use it was discovered that the package was wet inside packaging thus affecting sterility with a bd vacutainer® acd solution a blood collection tubes. The following information was provided by the initial reporter: it was reported that customer received item leaking/ wet package inside plastic wrap.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that prior to use it was discovered that the package was wet inside packaging thus affecting sterility with a bd vacutainer® acd solution a blood collection tubes. The following information was provided by the initial reporter: it was reported that customer received item leaking/ wet package inside plastic wrap.